Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately three days following the implant of this transcatheter bioprosthetic valve, the patient returned to the hospital by ambulance with an intracranial bleed. The patient was admitted to the intensive care unit (ICU) and a drain was placed to relieve pressure. The patient died three days later. According to the physician, the cause of the intracranial bleed was not known. The cause of death was not known either.